Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or trigger a ¿high¿ reading on the cgm. Technical support instructed the caller to perform several actions aimed at resolving the occlusion alarm, including disconnecting tubing, tightening connections, and delivering boluses to clear the system. The customer experienced recurring occlusion alarms despite these steps but successfully completed a bolus after loading a new, empty cartridge onto the pump. Ultimately, the customer was advised to replace supplies as necessary and resume insulin therapy.